Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 210-320 mg/dl. Customer changed the pump supplies to address the issue. Reportedly, the customer went to the emergency room (ER) on (B)(6) 2023 with a blood glucose (bg) level of 325 mg/dl. Customer attempted to address the elevated (bg) by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, and manual insulin injections, which resolved the issue, and the customer was released the same day with no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended. Ultimately, the customer reverted to an alternate form of insulin therapy.